Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the stylet became stuck, the stylet was finally removed, the lead fell out of the branch, it was noted that the terminal pin appeared to have detached. The physician removed the lead and a new lead was used successfully. No consequence to the patient.